Event description:
To a highly calcified lesion of unk peripheral vessel, corsair catheter was advanced and pushed several times with force to cross the lesion, the catheter could not cross the lesion. Physician removed the catheter and noticed the damage of catheter, used another device to continue the procedure. The pt had no complications in the case and is doing well.

Manufacturer narrative:
The end of corsair catheter was damaged and partly cut for circumferential direction, but was not separated. Extreme distal end of the polymer tip was turned inside out, which was supposed to be the result of push manipulation of the catheter against the target lesion with force. Slight abrasive damage was observed with its distal section of shaft main body. The partial cut damage of the catheter tip end is opposed to have occurred because the catheter was advanced repeatedly against the target lesion with force. The IFU describes in the section of contraindications and prohibition; "do not use in advanced calcified lesions." Warning section describes; "if any resistance or something abnormal is felt when operating this product. Do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulation and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter."